Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 32mm -2.5; cat# 18-32-3; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following revision event was included in a report received as part of the (B)(4) iis: patient had a left primary tha due to dysplasia; underwent revision due to poly wear & osteolysis. Head and liner were exchanged. Patient's bmi is reported as 27.1.